Manufacturer narrative:
Philips has investigated this complaint and confirmed that the system was outside of clinical use when the issue occurred. The customer reported that the system subsequently regained functionality following a restart and no further work was performed by philips. However, the issue reoccurred the following day, generating a second complaint (3003768277-2026-100906) . Further investigation into the issue is carried out via 3003768277-2026-100906.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.